Event description:
This is the second of two reports same pt, same incident, different product ids). This report is in regards to the cam02 monitor (inter-cranial pressure and temperature monitor). The medical staff reported that a probe was placed in a pt with a shunt in situ. The reading was -5/ -6 mmhg initially and then when the pt fell asleep the values increased to 2/3 mmhg. Then she woke up, sat up and the values fell to -8/ -10 mmhg and when she sat up they were under -10 mmhg. The pt was not injured. The event did not lead to increase in surgery time. The integra clinical educator advised that values of less than -10 mmhg in this kind of pt would not be unusual. The medical staff is usually looking for low pressures in relation to pt complaining of low pressure headache. The value was reported to be changing with different activities and showed to be negative when the pt was upright and increased when the pt laid flat which is not unusual at all. The distributor reported that the red depth indicator was correctly positioned (the red depth indicator remained inside the strain relief the whole time) and the probe was zeroed prior to insertion.

Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for eval. An investigation has been initiated based upon the reported info.